Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged time issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple occlusion alarms and after resuming insulin delivery the blood glucose (bg) level remained high (350 mg/dl). A bolus via the pump was performed to address the high bg. A pump system check was performed and the time was found to be off by a few minutes. The customer corrected the time. No other device issues were found.